Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of the display fading in and out and the display flex tape was therefore replaced. The stylus was bent and inoperative and it was also replaced. The handle and power cord bay were broken and were therefore replaced. The hard drive was reconfigured and the software was reloaded and updated and the programmer then passed all final functional and systems tests. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would display normally when turned on, but then would begin to fade until the entire display was white and that when touched with the stylus a noise could be heard seeming to indicate that a selection had been made. The programmer is expected to be returned for service. There was no patient involvement. It was further reported that the programmer was returned to service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.